Event description:
The pt family member called to report that pt passed out. Family member checked their blood glucose on the suspect device and the result was 110mg/dl. Family member called 911 and then gave pt syrupy stuff to eat. Family member used a neighbor's meter and obtained a result of 53mg/dl. Emt's arrived and gave pt an IV then transported pt to the hosp. Their blood glucose at the hosp was hi and above 400mg/dl. Pt was held for observation and released. The suspect device was replaced with new product and authorized for return to the MFR for eval.